Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with (B)(6) reported or identified through this evaluation. Review of the submitted log files found that the system appeared to be operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii lvas. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient with known, ongoing driveline faults was seen in clinic. Asymptomatic drive line fault was not seen on interrogation. Log files were sent for review. No driveline fault events were noted in the log. The last 6 alarms on the system controller were not looked at for any driveline faults seen. The patient had denied any alarms. The patient was stable and would be continued to be monitored.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) will be provided upon investigation. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.